Event description:
It was reported that the pulse generator exhibited inappropriate mode switch episodes. Noise was observed on the electrograms. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.